Event description:
Procedure: lavh - reportedly, the jaws would not open after the device was applied to tissue. The surgeon said the device seemed to lock up after he activated the cutting mechanism as the grey knife trigger locked back in the handle. The surgeon continued, he was able to release the trigger and handle after several attempts by forcing it open. There was not pt injury or tissue damage. They replaced the instrument and finished the procedure.